Event description:
On (B)(6) 2010, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of pinnacle cup size 44 mm, with a 28 mm x 44 mm metal insert, the femoral stem was the summit femoral stem, size 2 hi offset, and the femoral head was a 28 mm +5 neck. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I've experienced severe pain and discomfort and inflammation in my right thigh and right hip area. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: osteoarthritis of right hip.